Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the small display assembly and the display to pump board cable to function as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the display was scrambled. He replaced the display and the display cable. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump was scrambled. There was no delay, nor blood loss.